Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported seeing an oor on their programmer and there was no patient symptom reported. The event occurred during normal use of the device. The patient was seen by the health care provider (hcp) and after the impedance were ran and electrode 3 showed >10000 ohms. The device was reprogrammed and the active electrodes were reduced and electrode 3 was avoided. The patient was now receiving effective therapy. The indication for patient use was rsd/causalgia-complex regional pain syndrome.